Manufacturer narrative:
Philips investigated this complaint and found that the air kerma is equal with or without collimating, so the patient did not receive a higher dose intensity due to this technical problem. The accumulated dose (dap) that was received by the patient could have been higher but the dap information was not provided by the customer after two attempts of requesting this information. The philips field service engineer inspected the imaging module connection and found it partially disconnected from the system table socket. The cable was caught around a unit on the floor causing tension on the cable. When moving the table out of the working position causing the cable to get partly disconnected. He checked the module plug and socket for physical damage but none were found. The philips field service engineer reconnected the cable, secured it and tested the imaging module which was working as intended. No further action is required. (B)(4).

Manufacturer narrative:
(B)(4). When the investigation is completed philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which they stated that the imaging module was not responding on the first case. The patient was already under general anesthesia. The customer performed a warm restart and cold than they continued with the procedure but were unable to collimate the shutters as imaging module would not respond. According the customer the patient may have received a high dose as the radiographer was unable to filter collimator.